Event description:
It was reported that the pump displayed a ¿connect cgm or enter bg¿ alert indicating the freestyle libre 3 plus sensor was not paired with the ilet, and the patient¿s caregiver stated the sensor had likely expired and would be replaced promptly; education was provided on pairing and sensor replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding cgm pairing and sensor status. Investigation of this case revealed a non-paired cgm due to an expired sensor, which led to the pump alert. It was concluded, based on previously established findings for similar reports, that the cause was user-related sensor expiration and loss of pairing.